Event description:
Covidien, maker of syneture surgical sutures manufactures sutures of various lengths. The length as claimed on the package does not measure to be the same. The surgeon first noticed this visually. Upon measuring the suture length it was found to be off by several inches. This occurred in many open packages and is still occurring. The company has been notified on two occasions.